Event description:
It was reported that there was particulate matter inside the reservoir of a large volume intermate. This was noted before patient use. The device was filled with caspofungin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: (the device was manufactured november 14, 2014 ¿ november 17, 2014). Evaluation summary: the device was received for evaluation. Visual inspection noted a white particle approximately 1.68 mm in length, floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.